Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4) displayed an alarm. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)displayed an alarm ". Based on the archive data review and functional testing, the alarm reported by the customer was determined to be tcmid:05 (coolant diff failure) error messages. The root cause for error message was the lm34 a/b temperature sensor failure, likely attributed to wear and tear. The thermogard console was manufactured in feb. 2017 and is over 5 years old, past its expected serviceable life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated multiple tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid:05 error message, thus confirming the reported complaint. The lm34 a/b sensor was replaced to remedy the reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(4).